Manufacturer narrative:
Upon receipt, the external pacemaker including redel adapter was inspected. Despite a damaged case and a bent set screw, which were repaired, the device did not show any deviation during analysis. No indication which might have contributed to the clinical observation was revealed. The visual, mechanical and functional analysis revealed no anomalies and no material or manufacturing deviation was found.

Event description:
Ous MDR - this external pacemaker is reported to be not capturing properly. This is all of the information that was provided. If additional information is obtained, this event will be updated.